Event description:
The devices were reported for an unknown reason/malfunction. It did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the devices were reported for an unknown reason/malfunction. It did not happen in surgery. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that glenosphere inserter tip has a star driver 30 stuck inside the insertion hole. An attempt was made to unjam the devices but was unsuccessful. The reported allegation can be confirmed due there is over torque between the components, which caused them to get stuck. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.